Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. The customer changed all supplies to clear the initial alarm and was able to resume insulin to resolve the issue on the subsequent alarms. Reportedly, the customer would utilize an alternate pump as alternate insulin therapy.